Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen became detached from the back housing, consistent with a device display component issue and characterized as loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly, aligning the device problem with bonding failure at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.